Manufacturer narrative:
(B)(4). The customer contacted baxter's technical service center regarding a high drain 105, which occurred on the homechoice (hc) during use at the end of the therapy. The home patient (hp) had no symptoms. The reported iipv is confirmed based on the report of the high drain 105 alarm. The cause is undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Event description:
The customer contacted baxter's technical service center regarding a high drain 105, which occurred on the homechoice (hc) during use at the end of the therapy. The registered nurse (rn) was reporting the alarm. The home patient (hp) had no symptoms. It was the hp's second night on therapy. The rn stated that the drain solution was cloudy. The technical service representative (tsr) reviewed the programming: tidal, total volume was 11000ml, fill volume (fv) was 2000ml, tidal volume was 85%, target ultra filtration (uf) was 50ml, last fill volume (lfv) equaled 1000ml, and there were 5 cycles. The tsr reviewed the therapy log: initial drain volume (idv) equaled 1318ml, lfv was 999ml, total fill was 8790ml, total drain was 10842ml, total uf was 2051ml, cycle 5 was 2314ml, cycle 4 was 7ml, cycle 3 was 14ml, cycle 2 was 6ml, and cycle 1 was 290ml. Per rn, the hp used two 2.5% and one 7.5%. The first night the hp had a total uf of 57ml. The hp used different solution the first night. Per rn, the first night the hp used two 5l bags and last fill of dextrose set to same. The tsr explained continuous cycling peritoneal dialysis (ccpd) and tidal therapy, and full drains. The tsr explained high drain and about increasing total uf if using the same solution as last therapy. The rn was to follow up with the doctor. The tsr assisted to retrieve the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012 pharmacovigilance received additional information from the reporting nurse. The nurse stated that the solution bag was not cloudy, it was clear. The nurse stated that there was something underneath, a plastic cover that goes on top was whitish and that was what made her think the bag was cloudy. The nurse confirmed that there was no peritonitis or any other issues. The nurse stated that she called baxter and was able to remove the cassette and fix the issue.